Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. The pump had multiple high motor current and impella stopped alarms. The pump was able to be restarted a few times before eventually the final pump stop occurred. The physician decided to explant the device, it was reported that the patient survived the procedure.

Manufacturer narrative:
The investigation has been completed for the reported issue of pump stop. The product was returned, and the pump stop was confirmed. The root cause of the pump stop was bearing wear. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ this report is being filed as part of a retrospective review of historical records.